Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: alternative delivery of a 4fr lumenless pacing lead in children. Pace. 2008;31:543-547. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. The article reports the patient experienced increased ventricular threshold measurements during follow up. The status of the lead is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.